Manufacturer narrative:
H3: analysis found that could not confirm the reported fault. The device works normally. H6: codes are updated. Previously applied fdm b21, fdr c21, fdc d16 and img g02030 codes no longer applicable. For product ID: nim4cpb1 h3: analysis found that stim board is defective, the lead connector on afe board is loose. The batteries are older than 2 years and software was upgraded. Fdr codes c0208, c070606 and c07 and fdc d02 belongs to for product ID: nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device was working intermittent. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6)/225994493, ubd: , UDI#: (B)(4), img code g02005 is for product ID: nim4cpb1 manufacturing date: 2023-02-14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.